Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the caiman instrument. During surgery, the clamp did not allow a satisfactory hemostasis even after changing from standard to forced mode. After trying to use the forced mode, another caiman clamp was opened instead that worked normally. Additional intervention was not required; there was no patient harm. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Internal notification number: (B)(4). Device reference code pl738su. Device name caiman disp.instr.non. Articul:d5/240mm. Serial number: n/a. Batch number: 52554521. UDI device identifier: (B)(4). UDI production identifier: (B)(4). Basic UDI-di: n/a. Unit of use UDI-di: (B)(4). Manufacturing date 26.09.2019. The instrument arrived in a contaminated condition. Failure description: except tissue and blood soiling the instrument exhibits no damages or defects. Investigation: used test and analysis equipment: aesculap rf- generator "gn 200", snr. 1510 digital-camera "panasonic dmc tz8" fluke 178 trms multimeter (ID 1838) measuring module box with power supply. First we made a visible inspection of the jaw. Except the soiling we found no abnormities like burned or charred peak. Then we checked the mechanical function. The clamping function worked well, cutting was not possible because of the dried tissue and blood soiling in the blade guide. In the next step we connected the instrument with an rf- generator "gn 200", snr.(B)(4), and checked the electrical functions: test step: generator- announcement: result: activation with open jaw "regrasp open" o.k. Activation with wet tissue "sealing" o.k. Activation with closed jaw "regrasp open" o.k. Activation with tin-foil in jaw "regrasp short" o.k. In the next step we checked the function and the resistance of the system. Therefore we cleaned the jaw with hydrogen peroxide. Then we connected the instrument to the module box and measured the voltage drop over the instrument. With the voltage drop and the well known current, it is possible to calculate the real resistance on load operation. Result: resistance on load operation 1 a: 2,3. The upper limit of the resistance of the complete instrument is 4,0 and the determined value therefore in specification. Next with a clearance gauge we checked the clearance between the upper and the under jaw in closed position. The values are within specification. Batch history review : the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause for the problem is most probably usage and / or patient related. Rationale: because the caiman system is validated, and the complained instrument is without any deviation to the function relevant parameters we assume a usage and / or patient related error. Possible root causes for insufficient sealing are: insufficient cleaning of the electrodes (usage). Blood clotting disorder (patient). Cutting before the end of sealing cycle signal (usage). Corrective action: according to sop (B)(4) (corrective action & preventive action) a CAPA is not necessary.